Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 8/6/13; including multiple previous surgeries of pelvic fracture, multiple hernia repair and bladder injury were not provided. [Missing records: records for ¿complex past surgical history including multiple hernia operations for suprapubic hernia with subsequent recurrence, reportedly removal of mesh in the past following one of his previous operations¿ were not provided.] Product identification for the alleged gore device were not provided. (B)(6) 2013: (B)(6) medical center. Operative information. Wound class I, clean wound. Skin condition: pt presented with raised reddened wheal right lower ribcage, dr. Stevenson aware. Implants: mesh strattice 16x20, lifecell corporation. Implanted. (B)(6) 2013: (B)(6) medical center. (B)(6), do. Operative report. Pre/postop diagnoses: incarcerated, recurrent, incisional, ventral hernia. Operation: exploratory laparotomy with component separation and bilateral myofascial flap formation with posterior rectus repair of incarcerated incisional ventral hernia with placement of 16 x 20 cm stratus [sic] mesh. Removal of old prosthetic mesh. Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 20 ml. Assistant: (B)(6), md. Drains: two jp drains were placed between the mesh and anterior fascia. Indications for operation: ¿this is a 58-year-old male who has a complex past surgical history including multiple hernia operations for suprapubic hernia with subsequent recurrence, reportedly removal of mesh in the past following one of his previous operations. Also, history of bladder injury at the time of attempted laparoscopic ventral hernia repair. He has significant pain over the area of recurrence in the suprapubic location. He also has a history of original operation being transverse incision for pelvic fracture following trauma. He states that the pain has become very limiting and he wishes to have surgical intervention. Risks, benefits, and alternatives were discussed in detail with the patient as well as the patient¿s increase risk of recurrence, possible bowel resection, etc., with his complex past surgical history. He states a clear understanding of this and insists that it currently is affecting his activities of daily living and wishes to proceed with operation. Description of procedure: the patient was taken to the operating room and placed in the supine position on the operating table, prepped and draped in the normal sterile fashion. The midline is opened, extending above the umbilicus to pubis through linea alba. There is a prosthetic mesh that appears to be polypropylene in the midline in the lower abdomen, which his [sic] shifted to the left. Adhesions are taken down with a combination of electrocautery and sharp dissection down to the level of the pubis. There is a cavity anterior to the bladder with a piece of shrunken gore-tex mesh. Next, the gore-tex mesh was removed by backing out all tacks that were placed around its edge and it was peeled away from the bladder and abdominal wall and shifted to the right of its original location, apparently. The preperitoneal space was then developed, overlying cooper's ligament in the pubic tubercle. It was developed to the level of the umbilicus. A 16 x 20 cm stratus [sic] mesh was selected to allow proper overlap laterally and allow attachment to the pubic tubercle inferiorly. The mesh was secured at the pubic tubercle and cooper's ligament with interrupted 0 pds suture. The posterior fascia and peritoneum are closed with running 0 vicryl suture. The mesh was then placed into the preperitoneal space. It was secured along its periphery at three locations on each side with 0 pds suture, placed in the edge of the mesh and then brought transfascially through the anterior mesh laterally to keep the mesh under tension in the midline. Two 19 flat blake drains were placed between the mesh and the anterior fascial closure and secured at the exit site in the bilateral lower abdominal wall with 2-0 prolene suture. The midline anterior fascia was then closed over the mesh with looped #1 pds in a running fashion using superior to inferior and inferior to superior, meeting in the middle of the wound. This closure appeared completely satisfactory. The subcutaneous tissues were irrigated. Skin was closed with staples. Complications: none known. Condition: the patient tolerated the procedure well. He was extubated, transferred to the recovery room in stable condition.¿ (B)(6) 2013: (B)(6) medical center. (B)(6), do. Brief operative note. Bilateral myofascial flap formation, component separation with posterior rectus repair of incarcerated, incisional ventral hernia with placement of 16x20cm strattice mesh. Removal of old prosthetic mesh. (B)(6) 2013: (B)(6) medical center. Implant/explant registry form. Implant. Stattice 16 x 20. [Missing records: a pathology report detailing analysis of device removed during the (B)(6) 2013 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) operative report. Assistant: (B)(6) crnfa. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Operation: incisional herniorrhaphy with mesh. Anesthesia: general. Estimated blood loss: minimal. Drains: none. Complications: none. Indication for procedure: this is a 56-year-old male who underwent operative stabilization of a fractured pelvis several months ago. He has developed an incisional hernia above the symphysis pubis. Description of operation: ¿the patient was taken to the operating room where he was placed in the supine position. He underwent general anesthesia. The abdomen was prepped and draped in the usual manner. A midline skin incision was made from the symphysis pubis to the umbilicus. This was carried down through the subcutaneous tissue to the hernia sac and midline fascia. This was incised and the abdominal cavity entered. There was a considerable amount of scar tissue from the prior procedure overlying the symphysis and involving the bladder. The bladder was filled with approximately 325 ml of saline. Using sharp dissection and electrocautery the bladder was freed from the symphysis and the plate that was placed operatively. The peritoneum was freed from the underneath side of the abdominal wall to the umbilicus out laterally. Cooper¿s ligament was skeletonized, bilaterally. The peritoneum was then reapproximated using a running 0 polysorb suture. A 15 cm x 15 cm polypropylene mesh was then secured in place using the protack. The mesh was secured to the symphysis pubis and along cooper¿s ligament bilaterally and to the underneath side of the abdominal wall. The midline fascia was then reapproximated using a running #1 surgipro incorporating the polypropylene mesh. The wound was irrigated with saline. Half percent marcaine with epinephrine was infiltrated in the skin and subcutaneous tissue of the incision. The skin incision was closed using a running 2-0 surgipro subcuticular suture. Benzoin and steri-strips, as well as a dry sterile dressing were then placed on the incision. The sponge and needle count were correct at the end of the procedure. There were no apparent complications. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.¿ (B)(6) 2012: university physician. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia, right direct hernia, right indirect hernia, extensive adhesions. Procedure performed: laparoscopic lysis of adhesions. Laparoscopic repair of bladder injury. Laparoscopic repair of incisional hernia and inguinal hernias. Assistant: (B)(6) md. Anesthesia: general endotracheal anesthesia. Indications for procedure: the patient is a 56-year-old male who was referred by (B)(6) for evaluation of possible recurrent incisional hernia. The patient¿s remarkable surgical history is that he had a motorcycle accident in (B)(6) 2010 where he experienced a pelvic fracture and had an open fracture repaired by (B)(6) at (B)(6) for his pelvic injury. After this, the patient subsequently developed an incisional hernia, which was repair by (B)(6) in (B)(6) 2011 at (B)(6) hospital. The surgery was performed in an open fashion, and mesh in an underlay fashion was placed. The patient reports that soon after surgery, he developed a bulge in the operative area, and started to have pain along with that. This pain and bulge was mainly on the right-had side of his hernia repair. For this reason, the patient was offered laparoscopic repair of his hernia that was seen on abdominal CT scan. Findings: the findings at the time of the procedure were dense adhesions between the patient¿s bladder and the previously placed mesh in the suprapubic area, right direct and indirect inguinal hernias, and incisional hernia recurrence in the suprapubic area. Description of procedure: ¿the patient was placed in supine position with is arms tucked. A 2-way foley catheter was inserted. Scds [sequential compression device] were given to the patient as well as preoperative antibiotics. The abdomen was prepped and draped in the usual sterile fashion. A drape was placed to cover the abdomen. A 5-mm trocar was inserted in the left upper quadrant using an optical trocar. Pneumoperitoneum was achieved to a pressure of 40 mmhg. After insertion of the trocar, one more 10-mm trocar was placed in the umbilical area under direct vision for the camera. An additional 5-mm trocar was placed in the right flank for hand insertion. The trocar in the left upper quadrant was replaced for the trocar in the left flank. The patient was placed in trendelenburg position. After entering the abdominal cavity, multiple adhesions to the omentum were found, and to the suprapubic area. These adhesions consisted of omentum as well as bladder. Careful dissection was performed sharply with the use of scissors and scalpel, and multiple adhesions were taken down without any complication. However, at the time of dissection of the bladder off the previously placed mesh, a 1-cm in diameter injury to the bladder was observed to the left of the bladder dome. At this point, we proceeded to repair the injury to the bladder in 2 layers. The first layer was of running 3-0 chromic. The second layer was running 3-0 pds. After this was accomplished and after consultation with dr. Joel funk, we performed a leak test by injecting methylene blue in to the bladder to a pressure of 400 ml, and no leak of methylene blue could be observed. At this point, we proceeded to continue with the repair by exposing the cooper¿s ligament, as well as previously placed plates. We then created a pre-peritoneal space by opening the parietal peritoneum transversely from the anterior superior iliac spine to the umbilical ligament, above the deep inguinal ring. The cooper¿s ligament was identified as well as the epigastric bases, the vas deferens and testicular bases. At this point, an incarcerated lipoma could be observed in the deep ring of the groin, and this lipoma was reduced. We also observed right direct hernia. There was a hernia defect in the suprapubic area, right direct hernia. Once the preperitoneal space was created, we proceeded to repair the hernia by inserting dualmesh plus of 10 x 15 cm extending from the lateral abdominal wall cavity in the spaces of direct and indirect hernias, all the way to the left of midline in continuity with the previously placed mesh. This mesh was attached to the cooper¿s ligament to the lateral abdominal wall. After this, we proceeded to close the peritoneal flap using protex. We then proceeded to complete the procedure after no bleeding was observed or leak of urine. Trocars were removed under direct visualization. The open closure of the umbilical trocar site was performed with interrupted 0 polysorb suture in a mattress fashion. The wounds were closed in layers. The patient tolerated the procedure well and was taken from the operating room and sent to the recovery room in stable condition. Sponge and instrument counts were correct at the completion of the procedure. Complications at the time of procedure: bladder injury, bleeding 50 ml.¿ product identification records for the alleged ¿dualmesh plus¿ device were not provided. (B)(6) 2012: [date discrepancy; record indicates discharge (B)(6) 2012 after procedure (B)(6) 2012]. University physician. (B)(6) md, dictated by (B)(6) md (resident). Discharge summary. Date of admission: (B)(6) 2012. Date of discharge: (B)(6) 2012. Discharge diagnosis: recurrent suprapubic incisional hernia. Procedures/surgeries performed: laparoscopic repair of the incisional hernia with mesh. History of present illness: patient had undergone pelvic fracture repair using plates, after which developed suprapubic hernia, which was repaired in an open fashion. Patient subsequently developed recurrence of hernia in suprapubic region. Hospital course: patient was transferred form the operating room to the pacu uneventfully. Was kept there for a couple of hours, after which was transferred to the floor. Was given clear liquid diet on day of surgery in the evening which he tolerated well. He complained of pain in operative area, controlled by morphine. On postop day 1, started to ambulate and advanced to soft diet, tolerated well. Pain in operative site was minimal and controlled by pain medication. He did not have nausea or vomiting. At this time, a decision for discharge of patient home was made. Condition at discharge: patient ws conscious, oriented and ambulating, did not have considerable pain controlled on pain medication. Denied nausea or vomiting, tolerating soft diet. Wounds were healing well, dry, no signs of infection, tenderness present in operative region which was expected. (B)(6) 2012: (B)(6) 2012: office notes. Follow up after undergoing retrograde cystogram to insure no leak, in for foley catheter removal. Retrograde cystogram images reviewed showed no evidence of extravasation consistent with an excellent repair of intraoperative bladder injury. We¿ll go ahead and get his foley catheter out today as long as he voided spontaneously, he can follow up with me on as needed basis. (B)(6) 2012: (B)(6) 2012: (B)(6) md. Office notes. Postoperative day #9. Doing well, complains of pain in bilateral pubic bone area, urinary urgency. Impression and plan: postoperative day #9, status post laparoscopic recurrent incisional hernia, with inguinal hernia repair done on (B)(6) 2012. Doing well, with complications of pain in pubic bone areas at the site of his plate fixations of his pelvis. On examination he has a seroma at site of surgery, no hernia recurrence. Foley catheter was removed yesterday by the urologist dr. (B)(6), after the retrograde cystogram showed normal study. Patient reminded to refrain from strenuous activities like pushing, pulling or lifting weights greater than 8 pounds for a period of 8 weeks. (B)(6)13: (B)(6) office notes. New patient consult on right groin. Patient states he was in a motorcycle accident and ended up needing plates and screws placed in his lower abdomen and since then has had two hernia surgeries. Here for evaluation of recurrent ventral hernia. Has had multiple previous operations follow motorcycle crash requiring pelvic surgery via suprapubic incision. Subsequently he had oven [sic] hernia repair. Reports recurrence in a few months with subsequent surgery at (B)(6) hospital laparoscopically that resulted in removal of some mesh and a bladder injury. He is unaware if he has mesh currently in place, but states he once again has had recurrence soon after repair. Past medical/surgical history: hernia repair x 2, motorcycle accident ¿ plate and pins placed in lower abdomen, 2010, perforated bladder surgically repaired. Current every day smoker. Examination: weight 160 lbs. Bmi 24.33. Abdomen; mild and lower abdominal tenderness, hernia is present in the incisional area, suprapubic, hernia through suprapubic transverse incision. Impression and plan: ventral hernia, incisional. Very complex hernia history with multiple recurrences in a location that is very difficult to repair. I have requested all records from (B)(6) and (B)(6) hospitalizations to determine exactly what has been done and if mesh is currently present. I have also ordered MRI due to concern for scatter with pelvic reconstruction of CT. Will see him in follow up after results are obtained. Discussed that no consideration can be given to repair without complete smoking cessation due to increase risk of recurrence in already difficult repair. States he will quit today. (B)(6) 2013: (B)(6) md. Radiology-MRI abdomen. Unenhanced and contrast enhanced mr of the abdomen and pelvis. Indication: large lower anterior abdominal wall hernia defect, multiple prior surgical procedures. Impression: status post lower anterior abdominal wall ventral herniography with mesh. Although evaluation of the lower anterior abdominal wall is somewhat limited by susceptibility artifact from orthopedic fixation hardware, as described, there is no appreciable residual hernia. If there are symptoms referable the inguinal regions that persist or warrant further imaging evaluation, a directed ultrasound examination of these regions could be considered. (B)(6) 2013: (B)(6) office notes. Symptoms began 3 months ago, moderate, constantly, suprapubic and rlq, aggravating factors include activity, relieving factors lying down. Symptoms are unstable. Here to follow up on (B)(6) hospital paperwork as well as (B)(6). Patient had an MRI and is here to review results. History: multiple previous surgeries for hernia recurrences. Had bladder injury during previous surgery that has been repaired. States he has an enlarging hernia to right of midline. No incarceration or strangulation symptoms. Examination: abdomen; hernia present in ventral area, likely ventral hernia to right of midline although eventration is possible without actual herniation. Impression and plan: incisional hernia without mention of obstruction. Unclear if there is a true hernia defect or eventration at the site of previously placed mesh. Due to complexities of re exploration given location and recurrent surgeries at an already difficult to fix location I recommend watchful waiting, if this is truly life limiting and he feels surgical intervention is the only option we can consider exploration; although he runs high chance of recurrence. Furthermore, he would have to quit smoking prior to consideration of repair as this will place him at a prohibitive risk of complication and recurrence. State he will quit and follow up in approximately 4 weeks. (B)(6) 2013: (B)(6) office notes. Symptoms began 3 months ago, moderate, constantly, suprapubic and right lower quadrant, aggravating factors include movement. Patient here to follow up on hernia. States bulge has been increasing in size and getting more difficult to get up from sitting or lying down due to pain and discomfort. No nausea or vomiting, no change in bowel or bladder, no melena or hematochezia. Examination: weight 160 lbs, bmi 24.33. Abdomen; central abdominal tenderness, hernia is present in the incisional area, lower abdomen (midline), hernia is not reducible, multiple abdominal scars. Impression and plan: incisional hernia without mention of obstruction. Plan open repair of large incarcerated incisional hernia. Discussed complex nature of this operation given multiple previous surgeries for his pelvic as well as multiple hernia repairs with mesh placement and removal and history of bladder injury in previous surgeries, he understands he is high risk for complications, wishes to proceed. Product identification for the alleged gore device were not provided. (B)(6) 2013: (B)(6) history and physical. Here for hernia repair. Has abdominal pain limiting daily activities due to hernia. Previous repair with bladder injury. History: current every day smoker ¿ 1 packs/day for 20 years. Examination: abdomen normal except for lower abdomen defect superior to pubis more towards right/pain. Plan: to or for open hernia repair. Attestation: (B)(6), do. Agree no change from provided history and physical. Discussed again high risk surgery, high risk recurrence, likely biologic mesh, possible bowel resection etc. He understands, wishes to proceed. (B)(6) 2013: (B)(6) anesthesia record. Asa 3. (B)(6) 2013: (B)(6) progress notes. Moderate abdominal pain, no passing of gas or bm [bowel movement]. Sob [shortness of breath] associated with cough and has been nauseated due to cough. Green sputum production. Discontinue clear liquid and start ice chips only. (B)(6) 2013: (B)(6) progress notes. Feels well, pain controlled, passing flatus, no bm [bowel movement] yet. Advance to clears, discontinue pca [discontinue patient controlled analgesia], change to dilaudid, continue is [incentive spirometer], ambulation. (B)(6) 2013: (B)(6) progress notes. Nausea yesterday after jello, resolved. Has flatus, no bm [bowel movement]. Pain stable. Cough still persists but improving. Plan: bowel regiment, dulcolax, magnesium hydroxide, continue clear diet, ambulating as tolerated, removed right jp drain. (B)(6) 2013: (B)(6) progress notes. Tolerating soft diet, no nausea or vomiting, pain well controlled. Advance diet, po meds, bowel regimen. Ok to discharge. Follow up stevenson 1 week. (B)(6) 2013: (B)(6) cosigned by (B)(6) md. Discharge summary. Date of admission: (B)(6) 2013. Date of discharge: (B)(6) 2013. Discharge diagnosis: recurrent ventral/incisional hernia. Procedure: repair of recurrent incisional hernia. History of present illness: presented for repair of recurrent incisional hernia. Has had multiple repairs in past. Originally sustained due to injury. Has hand multiple repair attempts, including one which resulted in bladder injury. He does have recurrent hernia which causes him pain and discomfort. Brief hospital course: patient was taken to operating room for above named procedure. Tolerated procedure well and admitted to the floor for routine postoperative care. Initially, the patient had normal postoperative ileus so he was initially kept npo [nothing by mouth]. Diet was slowly progressed throughout his hospital course. Initially, pain was controlled with pca [patient controlled analgesia] and this was also slowly progressed to oral narcotics, which covered pain well. Patient did have issue with cough during visit, however, no other evidence of infection was found. Hospital course was otherwise uneventful. Patient had two jp drains. One was removed prior to discharge. Patient was given return precautions including fever, bleeding or draining form wounds, increasing pain. Instructed on how to care for drain, instructed to wear abdominal binder while ambulating. Follow up with dr. (B)(6) in one week. (B)(6) 2013: (B)(6) office notes. Post-operative follow up exploratory laparotomy with component separation and bilateral myofascial flap formation with posterior rectus repair of incarcerated incisional ventral hernia with placement of 16 x 20 cm stratus mesh, and removal of old prosthetic mesh. Sore but getting better, jp [jackson-pratt] tube drains less than 25 ml daily, erythema present around staple sties. Examination: weight 170 lb, bmi 25.85. Abdomen, there is appropriate tenderness, jp drains removed, and staples removed. Follow up approximately 2 weeks. (B)(6) 2013: (B)(6) office notes. Post-operative follow up. A little sore, incision was draining but now drying up. Impression and plan: doing well, repair intact, preoperative pain resolved. Limit lifting more than 30 lbs. For 3-4 weeks, released for regular activities. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (3191: ¿component separation¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2011 through (B)(6), 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ a pathology report detailing analysis of the device removed during the (B)(6) 2013 procedure was not provided. Patient information: medical history: ¿ weight ? (B)(6) 2013: weight 160 lbs., bmi 24.33 ¿ smoking ? (B)(6) 2013: current every day smoker ¿ 1 packs/day for 20 years ¿ 2010: motorcycle accident with pelvic fracture ¿ (B)(6) 2011: incisional hernia. ¿ (B)(6) 2012: incisional hernia and inguinal hernias. ¿ (B)(6) 2013: ventral hernia, incisional. ¿ (B)(6) 2013: incarcerate, recurrent, incisional, ventral hernia. Prior surgical procedures: ¿ (B)(6) 2000 - (B)(6) 2010: motorcycle accident, pelvic fracture, open fracture repair for pelvic injury. ¿ (B)(6) 2011: incisional herniorrhaphy with bard mesh. ¿ (B)(6) 2012: laparoscopic lysis of adhesions. Laparoscopic repair of bladder injury. Laparoscopic repair of incisional hernia and inguinal hernias. [Implant: gore® dualmesh® plus biomaterial, 9212133/1dlmcp03, 10cm x 15cm x 1mm, thick, oval] ¿ (B)(6) 2013: exploratory laparotomy with component separation and bilateral myofascial flap formation with posterior rectus repair of incarcerated incisional hernia with placement of 16 x 20 straus [sic] mesh. Removal of old prosthetic mesh. Relevant medical information: ¿ (B)(6) 2011: incisional herniorrhaphy with mesh: ¿this is a 56-year-old male who underwent operative stabilization of a fractured pelvis several months ago. He has developed an incisional hernia above the symphysis pubis.¿ ¿there was a considerable amount of scar tissue from the prior procedure overlying the symphysis and involving the bladder. The bladder was filled with approximately 325 ml of saline. Using sharp dissection and electrocautery the bladder was freed from the symphysis and the plate that was placed operatively. The peritoneum was freed from the underneath side of the abdominal wall to the umbilicus out laterally. Cooper¿s ligament was skeletonized, bilaterally. The peritoneum was then reapproximated using a running 0 polysorb suture. A 15 cm x 15 cm polypropylene mesh was then secured in place using the protack. The mesh was secured to the symphysis pubis and along cooper¿s ligament bilaterally and to the underneath side of the abdominal wall. The midline fascia was then reapproximated using a running #1 surgipro incorporating the polypropylene mesh. The wound was irrigated with saline. Half percent marcaine with epinephrine was infiltrated in the skin and subcutaneous tissue of the incision. The skin incision was closed using a running 2-0 surgipro subcuticular suture.¿ [bard mesh] implant preoperative complaints: ¿ (B)(6) 2012: ¿the patient¿s remarkable surgical history is that he had a motorcycle accident in november 2010 where he experienced a pelvic fracture and had an open fracture repaired by dr. Xxx at xxx for his pelvic injury. After this, the patient subsequently developed an incisional hernia, which was repair by dr. Xxx in (B)(6) 2011 at xxx. The surgery was performed in an open fashion, and mesh in an underlay fashion was placed. The patient reports that soon after surgery, he developed a bulge in the operative area, and started to have pain along with that. This pain and bulge was mainly on the right-had side of his hernia repair. For this reason, the patient was offered laparoscopic repair of his hernia that was seen on abdominal CT scan.¿ implant procedure: laparoscopic lysis of adhesions. Laparoscopic repair of bladder injury. Laparoscopic repair of incisional hernia and inguinal hernias. [Implant: gore® dualmesh® plus biomaterial, 9212133/1dlmcp03, 10cm x 15cm x 1mm, thick, oval] implant date: (B)(6), 2012 ¿ [dictation by surgeon] description of hernia being treated: ¿after entering the abdominal cavity, multiple adhesions to the omentum were found, and to the suprapubic area. These adhesions consisted of omentum as well as bladder. Careful dissection was performed sharply with the use of scissors and scalpel, and multiple adhesions were taken down without any complication. However, at the time of dissection of the bladder off the previously placed mesh, a 1-cm in diameter injury to the bladder was observed to the left of the bladder dome. At this point, we proceeded to repair the injury to the bladder in 2 layers. The first layer was of running 3-0 chromic. The second layer was running 3-0 pds. After this was accomplished and after consultation with dr. Xxx, we performed a leak test by injecting methylene blue in to the bladder to a pressure of 400 ml, and no leak of methylene blue could be observed. At this point, we proceeded to continue with the repair by exposing the cooper¿s ligament, as well as previously placed plates. We then created a pre-peritoneal space by opening the parietal peritoneum transversely from the anterior superior iliac spine to the umbilical ligament, above the deep inguinal ring. The cooper¿s ligament was identified as well as the epigastric bases, the vas deferens and testicular bases. At this point, an incarcerated lipoma could be observed in the deep ring of the groin, and this lipoma was reduced. We also observed right direct hernia. There was a hernia defect in the suprapubic area, right direct hernia.¿ ¿ implant size and fixation: ¿once the preperitoneal space was created, we proceeded to repair the hernia by inserting dualmesh plus of 10 x 15 cm extending from the lateral abdominal wall cavity in the spaces of direct and indirect hernias, all the way to the left of midline in continuity with the previously placed mesh. This mesh was attached to the cooper¿s ligament to the lateral abdominal wall. After this, we proceeded to close the peritoneal flap using protex.¿ ? Findings: ¿the findings at the time of the procedure were dense adhesions between the patient¿s bladder and the previously placed mesh in the suprapubic area, right direct and indirect inguinal hernias, and incisional hernia recurrence in the suprapubic area.¿ ¿ [dictation by resident] ¿careful dissection was performed sharply with the use of scissors and scalpel, and multiple adhesions were taken down without any complication. However, at the time of dissection of the bladder off the previously placed mesh, a 1-cm in diameter injury to the bladder was observed to the left of the bladder dome. At this point, we proceeded to repair the injury to the bladder in 2 layers. The first layer was of running 3-0 chromic. The second layer was running 3-0 pds. After this was accomplished and after consultation with dr. Xxxx, we performed a leak test by injecting methylene blue in to the bladder to a pressure of 400 ml, and no leak of methylene blue could be observed. At this point, we proceeded to continue with the repair by exposing the cooper¿s ligament, as well as previously placed plates. We then created a pre-peritoneal space by opening the parietal peritoneum transversely from the anterior superior iliac spine to the umbilical ligament, above the deep inguinal ring. The cooper¿s ligament was identified as well as the epigastric bases, the vas deferens and testicular bases. At this point, an incarcerated lipoma could be observed in the deep ring of the groin, and this lipoma was reduced. We also observed right direct hernia. There was a hernia defect in the suprapubic area, right direct hernia. Once the preperitoneal space was created, we proceeded to repair the hernia by inserting dualmesh plus of 10 x 15 cm extending from the lateral abdominal wall cavity in the spaces of direct and indirect hernias, all the way to the left of midline in continuity with the previously placed mesh. This mesh was attached to the cooper¿s ligament to the lateral abdominal wall. After this, we proceeded to close the peritoneal flap using protex. We then proceeded to complete the procedure after no bleeding was observed or leak of urine. Trocars were removed under direct visualization. The open closure of the umbilical trocar site was performed with interrupted 0 polysorb suture in a mattress fashion. The wounds were closed in layers. The patient tolerated the procedure well and was taken from the operating room and sent to the recovery room in stable condition. Sponge and instrument counts were correct at the completion of the procedure. Complications at the time of procedure: bladder injury, bleeding 50 ml.¿ ? Findings: ¿the findings at the time of the procedure were dense adhesions between the patient¿s bladder and the previously placed mesh in the suprapubic area, right direct and indirect inguinal hernias, and incisional hernia recurrence in the suprapubic area.¿ ¿ post-operative period: [unknown] ? (B)(6) 2012: discharge summary: ¿patient was conscious, oriented and ambulating, did not have considerable pain controlled on pain medication. Denied nausea or vomiting, tolerating soft diet. Wounds were healing well, dry, no signs of infection, tenderness present in operative region which was expected.¿ relevant medical information: ¿ (B)(6) 2012: ¿retrograde cystogram images reviewed showed no evidence of extravasation consistent with an excellent repair of intraoperative bladder injury. We¿ll go ahead and get his foley catheter out today as long as he voided spontaneously, he can follow up with me on as needed basis.¿ ¿ (B)(6) 2012: ¿doing well, with complications of pain in pubic bone areas at the site of his plate fixations of his pelvis. On examination he has a seroma at site of surgery, no hernia recurrence.¿ ¿ (B)(6) 2013: ¿reports recurrence in a few months with subsequent surgery at xxx hospital laparoscopically that resulted in removal of some mesh and a bladder injury. He is unaware if he has mesh currently in place, but states he once again has had recurrence soon after repair.¿ ¿abdomen; mild and lower abdominal tenderness, hernia is present in the incisional area, suprapubic, hernia through suprapubic transverse incision.¿ ¿ (B)(6) 2013: MRI abdomen: ¿status post lower anterior abdominal wall ventral herniorrhaphy with mesh. Although evaluation of the lower anterior abdominal wall is somewhat limited by susceptibility artifact from orthopedic fixation hardware, as described, there is no appreciable residual hernia.¿ ¿ (B)(6) 2013: ¿symptoms began 3 months ago, moderate, constantly, suprapubic and rlq [right lower quadrant], aggravating factors include activity, relieving factors lying down. Symptoms are unstable.¿ ¿unclear if there is a true hernia defect or eventration at the site of previously placed mesh. Due to complexities of re exploration given location and recurrent surgeries at an already difficult to fix location I recommend watchful waiting, if this is truly life limiting and he feels surgical intervention is the only option we can consider exploration; although he runs high chance of recurrence. Furthermore, he would have to quit smoking prior to consideration of repair as this will place him at a prohibitive risk of complication and recurrence. State he will quit and follow up in approximately 4 weeks.¿ ¿ (B)(6) 2013: ¿states bulge has been increasing in size and getting more difficult to get up from sitting or lying down due to pain and discomfort. No nausea or vomiting, no change in bowel or bladder, no melena or hematochezia.¿ ¿abdomen; central abdominal tenderness, hernia is present in the incisional area, lower abdomen (midline), hernia is not reducible, multiple abdominal scars.¿ explant preoperative complaints: ¿ (B)(6) 2013: ¿has abdominal pain limiting daily activities due to hernia.¿ ¿abdomen normal except for lower abdomen defect superior to pubis more towards right/pain.¿ ¿ (B)(6) 2013: history and physical: ¿here for hernia repair. Has abdominal pain limiting daily activities due to hernia. Previous repair with bladder injury" ¿abdomen normal except for lower abdomen defect superior to pubis more towards right/pain.¿ ¿ (B)(6) 2013: ¿this is a 58-year-old male who has a complex past surgical history including multiple hernia operations for suprapubic hernia with subsequent recurrence, reportedly removal of mesh in the past following one of his previous operations. Also, history of bladder injury at the time of attempted laparoscopic ventral hernia repair. He has significant pain over the area of recurrence in the suprapubic location. He also has a history of original operation being transverse incision for pelvic fracture following trauma. He states that the pain has become very limiting and he wishes to have surgical intervention. Risks, benefits, and alternatives were discussed in detail with the patient as well as the patient¿s increase risk of recurrence, possible bowel resection, etc., with his complex past surgical history. He states a clear understanding of this and insists that it currently is affecting his activities of daily living and wishes to proceed with operation.¿ explant procedure: exploratory laparotomy with component separation and bilateral myofascial flap formation with posterior rectus repair of incarcerated incisional hernia with placement of 16 x 20 straus [sic] mesh. Removal of old prosthetic mesh. Explant date: (B)(6) 2013 ¿ ¿the midline is opened, extending above the umbilicus to pubis through linea alba. There is a prosthetic mesh that appears to be polypropylene in the midline in the lower abdomen, which his [sic] shifted to the left. Adhesions are taken down with a combination of electrocautery and sharp dissection down to the level of the pubis. There is a cavity anterior to the bladder with a piece of shrunken gore -tex mesh. Next, the gore-tex mesh was removed by backing out all tacks that were placed around its edge and it was peeled away from the bladder and abdominal wall and shifted to the right of its original location, apparently. The preperitoneal space was then developed, overlying cooper's ligament in the pubic tubercle. It was developed to the level of the umbilicus. A 16 x 20cm stratus [sic] mesh was selected to allow proper overlap laterally and allow attachment to the pubic tubercle inferiorly. The mesh was secured at the pubic tubercle and cooper's ligament with interrupted 0 pds suture. The posterior fascia and peritoneum are closed with running 0 vicryl suture. The mesh was then placed into the preperitoneal space. It was secured along its periphery at three locations on each side with 0 pds suture, placed in the edge of the mesh and then brought transfascially through the anterior mesh laterally to keep the mesh under tension in the midline.¿ ¿ a pathology report detailing analysis of the device removed during the (B)(6) 2013 procedure was not provided. ¿ (B)(6) 2013: ¿patient did have issue with cough during visit, however, no other evidence of infection was found. Hospital course was otherwise uneventful.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9212133. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6) health network. Implant record. Bard mesh. On (B)(6) 2012: [date discrepancy; record indicates implant (B)(6) 2012, other records indicate surgery/implant on (B)(6) 2012]. University physicians healthcare. Implant record. Procedure: laparoscopic incisional hernia repair with mesh. Surgeon: (B)(6), md. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 9212133. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/9212133) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2018: state of (B)(6), department of health services bureau of vital records, certificate of death. Death at age 63 years. Immediate cause of death: heart arrhythmia due to or as a consequence of coronary heart disease. Manner of death: natural death. Autopsy: no. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent incisional hernia repair (type unknown) on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, component separation, additional surgery. Additional event specific information was not provided.